Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant this right ventricular (rv) lead exhibited increased pacing thresholds and was found via x-ray to be dislodged. A revision procedure was performed wherein the lead was explanted and replaced. It was noted upon explant that there was no tissue on the lead tip and thus the physician suspected the dislodgement to be related to insufficient fixation rather than a lead issue. The lead was disposed of following the procedure. No additional adverse patient effects were reported.